Event description:
It was reported that a lead warning was triggered in a pacer dependant patient. It was noted that 9.6% paces were unsuccessful and the lead impedance appeared to be dropping over time. The lead was scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.